Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cut tubing and preactivation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cut tubing and preactivation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It has been reported that one bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing inability to contain medication after use. The following has been provided by the initial reporter: two types complaints 1. Cut tubing. 2. Pre-activation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing inability to contain medication after use. The following has been provided by the initial reporter: two types complaints, cut tubing. Pre-activation.